Manufacturer narrative:
The sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with dissection for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample will not be received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU) the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a grade d dissection was allegedly present after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. The health care professional (hcp) gained access to treat the mildly calcified distal superficial femoral artery (sfa). The hcp predilated the target lesion with a boston scientific sterling pta balloon. The hcp then treated the target lesion with the lutonix dcb for 185 seconds at nine atmospheres of pressure, which resulted in a grade d dissection of the lesion. The hcp used an intact vascular tack endovascular system to successfully treated the grade d dissection. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient effects were reported.